Event description:
It was reported that one year, five months thirteen days post a port placement, the catheter tubing was allegedly completely fractured when removed from the patient. It was further reported that fluid leak allegedly noted. Additionally, saline flush resulted in swelling around the right jugular region below the jaw line. Reportedly, the patient allegedly experienced discomfort at extravasation site. The port was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport and a catheter in two segments were received for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Complete circumferential breaks were noted on both ends of the catheter segment. The edges of the complete circumferential break on the proximal end of the catheter segment were noted to be uneven, the surface was noted to be glossy with striations throughout. The edges of the complete circumferential break on the distal end of the catheter segment were noted to be even, the surface was noted to be granular in one region and round and smooth in the other region and splits were noted on the border of both regions. The edges of the complete circumferential break on the proximal end of the distal catheter segment were noted to be even, the surface was noted to be granular in one region and round and smooth in the other region and splits were noted on the border of both regions. Therefore, the investigation is confirmed for the reported fracture, material separation, fluid leak and identified deformation and catheter wear issues. Furthermore, the clinical condition alleged in the reported event cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year, five months thirteen days post a port placement, the catheter tubing was allegedly completely fractured when removed from the patient. It was further reported that fluid leak allegedly noted. Additionally, saline flush resulted in swelling around the right jugular region below the jaw line. Reportedly, the patient allegedly experienced discomfort at extravasation site. The port was removed and replaced. The current status of the patient is unknown.